Event description:
No further information is available at this time.

Manufacturer narrative:
- Review of device history records found these units were released to distribution with no deviations or anomalies. - visual examination of the returned product identified the locking ring has been bent. The ring does move throughout the grooved area of the part but is held up at the end that is bent. The complaint is confirmed. - root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process as the device has been returned. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was identified the ring on the tray would not move as intended. The procedure was performed with another implant without significant delay to surgery. No further information is available at this time.